Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot is forthcoming.

Event description:
Device issue: filter migration. Time of device issue: during the procedure. Adverse event: none. It was reported via a trial that the nav6 filter was inserted and deployed in the left internal carotid artery. After the viatrac balloon predilated the target lesion and was being removed from the pt, the nav6 filter drifted down. An unspecified buddy guide wire was inserted for extra support, but the nav6 was unable to be positioned upward; therefore, the nav6 was removed and replaced with another nav6 filter to complete the procedure. There was no reported adverse pt effect. There was no additional info provided.